Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The cause of the secondary observed damage was misuse of the product which would not have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. The stapling device was being used during the digestive anastomosis. The device partially fired. The staple line was incomplete. In order to fix the staple line, it was resected and re-stapled. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were used. There was tissue damage as a result of the problem. The dysfunction of the forceps necessitated the cutting of a collar of the esophagus and of cutting off a part of the mounted loop. The anastomosis was made with a stapler clamp. The tissue damage was not considered permanent. There was no additional patient harm. The patient status is alive, no injury.